Event description:
Technical services received a call on 12/29/2011. Called stated that they're running into problems with this atrial lead, specifically atrial capture. Thresholds cannot be determined. Caller was looking for recommendations. Technical services asked if the lead may have moved and caller thinks that may be the case. The clinician states she is going to get an ECG to see if the patient may be in atrial fibrillation. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).